Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture was due to the calcification of the non-coronary cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during the transfemoral tavr procedure, an annular rupture occurred. Due to the calcification confirmed at the area from non-coronary cusp (ncc) to left ventricular outflow tract (lvot), 20 mm sapien 3 (s3) valve was deployed with nominal volume. After the deployment, transesophageal echocardiography (tee) confirmed a small effusion. As the effusion kept on increasing, drainage was executed. Right after the drainage was started, the blood pressure (bp) started to drop. The cardiac massage was started and small incision was made in intercostal space. As the blood drainage was executed, the bp became stable and incision was closed. The patient was transferred. The bleeding point could not be located visually; however the cine image was reviewed after the procedure and it was speculated the bleeding point was calcified area started from ncc.